Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the reported no image malfunction is due to a bent pin attribute by the user applying force such as forcibly connecting the scope connector, diagonally connecting, excessive bending, pulling, twisting, crushing, etc. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the olympus service center. The evaluation confirmed the reported no image issue which was due to bent pins in the video connector. The device was repaired and returned to the customer. A device's repair history was reviewed and showed no previous repair records; the device purchase date is (B)(6) 2018. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, when plugging in the endoscope into the video system center the picture is black, no image. There was no patient injury or harm reported.